Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the hospital for a non-device related reason, the patient experienced chest pain and an electrocardiogram was performed. The right ventricular lead exhibited oversensing via an electrogram. Review of the patient's remote transmission revealed episodes of high ventricular rates and noise reversion due to ventricular noise. The noise was not reproducible with isometrics. No patient symptoms were related to the noise. The device was reprogrammed and the patient would be monitored.